Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The customer reported that the drive support cap was slightly protruded and the display was missing pixels. The blood glucose reading was 145 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, however nothing will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime anomaly due to prime alarm. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked on display window, missing segments due to bleeding lcd glass, and cracked case near display window corners noted.